Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  subject was in office (B)(6) 2022. Reports having issues with his interstim; its no longer working. Discussed other options. Subject wants to try tadalafil to see if it will help with urinary symptoms. If it does not will likely need to change device to axonics was discussed. Back in office (B)(6) 2022; denied urologic complaints. Additional information was received from a healthcare professional (hcp). The hcp reported that the etiology was updated to report related to device/therapy and not due to programming. Additional information was received from the healthcare professional. They reported that the device was removed and replaced with another manufacturer's device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.